Event description:
It was reported following multiple inflations well beyond the balloon's rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation, the ro marker was no longer visible under fluoroscopy. Investigation revealed the distal tip of the catheter shaft, the ro marker and the balloon material had detached and remained in the pt. Percutaneous attempts for retrieval of the detached segments were unsuccesful. Surgical graft revision with incidental segment retrievals. The pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal tip of the catheter was detached without the balloon material which was not returned for evaluation. The proximal balloon bond was present and the area of the balloon detachment was jagged. The area of separation of the shaft was elongated. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with continued exertion against resistance, an elongated shaft. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "the rated burst pressure should not be exceeded inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."